Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(6). Manufacturing site: (B)(4). Supplier: (B)(4). Manufacturing date: july 27, 2015. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During a long trochanteric fixation nail-advance proximal femoral nailing system (tfna) operation, the surgeon was using the step drill bit to drill in advance of inserting a lag screw. The 3.2mm guide wire appeared to have skived slightly and the drill appeared to be bending the wire. The surgeon was advised to remove the wire and continue drilling. Upon removal of the wire, inspection of the drill bit and subsequent x-rays, it was noted that the front cutting teeth of the step drill bit broke inside the neck of the patient's femoral neck. No attempt was made to retrieve the approximately three (3) broken fragments which was about 1mm in diameter. The surgery was completed without further incident. The procedure was completed successfully with no surgical delay and patient status was reported as ok. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A product development evaluation was completed: a tfna stepped drill bit (03.037.022) was received with a broken tip. The front-cutting teeth along the tip are jagged and sharp where pieces broke off. The resulting fragments were not returned as they were not removed from the patient. The flutes near the tip are slightly discolored and dull in a manner consistent with normal use. In this case, the surgeon discovered that the guide wire was skiving within the drill bit. Although the surgeon removed guide wire, the bent guide wire could have induced stress on the inner surface, contributing to weakness. The weakened drill bit may have had inadequate ability to cut through the bone, causing the tip to break. Drill bits are intended for single use to reduce the risk of the tips becoming weakened or dull, so repeated use of this drill bit could have also weakened it over time. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.